Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Corrective and preventative action was initiated to address the issue.

Event description:
Report received from (B)(6) states: "during retina case the vitrectomy cutter stopped working on the right eye. The patient had a pre-existing retinal detachment. The original procedure was not complicated in any way. A secondary surgical intervention was not performed."